Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp and hv therapy due to lead noise. Lead noise was not reproducible with isometrics or pocket manipulation. Programming changes were made. Patient was stable after the event and will continue to be monitored.